Event description:
During a ptca treatment procedure, the maverick2 monorail 15/2.0 mm balloon ruptured at 4 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in a tortuous distal right coronary artery. The maverick2 monorail 15/2.0 mm balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.